Event description:
It was reported that pump time was incorrect and caller wanted to update time and related settings, but caller did not know why time had become inaccurate and discrepancy was greater than 5 minutes. There was no adverse impact to the customer¿s blood glucose level. Customer service assisted caller in updating pump time, advised caller to monitor for any future time discrepancies greater than 5 minutes, and caller understood and acknowledged instructions.